Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported va phone call that they had low blood glucose value. Customer¿s blood glucose value was 48mg/dl and was treated with food and juice. Customer declined to troubleshoot the pump for the low blood glucose value. Insulin pump will not be returned for analysis.